Event description:
Additional information received reported the device being explanted was not the result of a device malfunction.

Manufacturer narrative:
Concomitant medical products: product ID: 3095, serial# (B)(4), product type: extension. Product ID: 3095, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient requested to have the device explanted as it was no longer effective. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery was not in new condition.